Event description:
The initial reporter questioned the results for multiple patient samples and multiple assays on a cobas c 503 analytical unit. Discrepant results were provided for 1 patient sample tested for glucose hk gen.3 (gluc3). The initial result was 1.58 mmol/l. The repeat result was 10.7 mmol/l. The sample was repeated on a different c503 analyzer with a result of 10.7 mmol/l.

Manufacturer narrative:
The gluc3 reagent lot number was 889120 with an expiration date of 30-sep-2026. On 28-jan-2026 the field service representative (fsr) adjusted a sample probe and checked the rinse levels. The customer had no further issues after the service visit. The investigation determined the event was due to misadjusted sample probes.